Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the patient had complete adult congenial fontain patient with a high degree of fat on the heart, preventing good electrode/tissue contact.

Manufacturer narrative:
Continuation of d10: 6725 adaptor implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture post operation. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture post operation. It was also noted that the patient had complete adult congenital fontan patient with a high degree of fat on the heart, preventing good electrode/tissue contact. It was further reported that the patient "ripped the lv lead out of their body" which is why the lv lead had high thresholds and no capture. The lv lead was removed and replaced. No further patient complications have been reported as a result of this event.